Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day as event onset, the patient began treatment with cephazolin, fortum, fluconazole and gentamicin (doses, frequencies, duration and route of administration not reported) for peritonitis. The patient was recovered from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.